Manufacturer narrative:
Product analysis: analysis confirmed the reported event. The upper case was broken around the menu encoder, and the encoder assembly was contaminated with rust and the case broken around it. It was further noted that the battery drawer would stick, both output connectors and the hanger assembly were broken, and both wires on the lcd (liquid crystal display) were pinched with wires exposed. The main label was also damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The user reported that the knob had fallen off. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.